Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while monitoring a pt, the device was dropped approx three-feet and shut off. The device was then unable to power on. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant indicated that during subsequent testing, the malfunction was not duplicated.